Manufacturer narrative:
Yagishita, atsuhiko, et al. (2023). "Ventricular fibrillation induced by inappropriate antitachycardia pacing during charging for atrial fibrillation". Pacing clin electrophysiol. 2023;1-3. Https://doi.org/10.1111/pace.14653

Event description:
It was reported via article of interest literature review that a 65-year-old female with hypertrophic cardiomyopathy underwent a single-chamber implantable cardioverter defibrillator (ICD) (incepta, boston scientific, marlborough, massachusetts, USA) implantation for ventricular fibrillation (vf) 18 years prior to undergoing inappropriate ICD therapy for atrial fibrillation (af). Programmed shock was 40 joules, and the anti-tachycardia pacing (atp) therapy during charging included a burst pacing of eight pulses at 88% of a vt cycle-length with an initial duration of 1.0 seconds. The patient was transferred to the authors' hospital after an episode of palpitation followed by syncope. The device interrogation revealed that the ICD shock was delivered for vf, which was induced by atp with a pacing cycle length during charging for af with a rapid ventricular response of 258-290 milliseconds entering the vf zone. None of the lead parameters including sensing, pacing threshold, and impedance suggested ICD lead failure during the device interrogation. After increasing the dose of bisoprolol from 2.5 to 5.0 mg per day to control the rate of af and set off the atp therapy during charging, the patient was free from inappropriate shock due to af with rapid ventricular response. No additional adverse patient effects were reported.